Event description:
Describe event or problem: suspected deflation.

Event description:
Bilateral implant exchange with left periareolar capsulotomy. Another brand was used. History of encapsulation, unknown if implant was deflated. Unknown if initial use.